Event description:
It was reported, that "the device cuff leaks." There was no reported patient injury and/or change in therapy. The involved device was returned and forwarded to the quality laboratory for evaluation.